Event description:
It was reported that, far field p- wave oversensing and under-sensing was noted on the right atrial (ra) lead. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable.